Event description:
The philips field service engineer (fse) was performing planned maintenance on the CT system couch and did not install the vertical safety support prior to performing service as instructed in the ingenuity patient support repair and replacement manual 4598 000 73161 revision d, pg 31: "warning the vertical safety support brace must be installed whenever personnel are working under the patient support. Failure to do so may result in personnel injury or death." The couch did fall and the fse had injuries, with broken bones to both hands and wrists.

Manufacturer narrative:
We will file a follow up MDR at the completion of the investigation. Internal cross reference: (B)(4).